Event description:
The customer reported the ventilator alarmed due to oxygen not available during use on a patient. The customer reported there was no patient harm. Loss of the oxygen source can be detrimental to a patient. The manufacturer's service technician was unable to duplicate the reported event. The service technician completed performance testing and tests passed. If the ventilator discontinues oxygen support, it will continue to provide ventilatory support to the patient using an air gas source.